Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the basal history for (B)(6) 2017 appeared to be inaccurate due to unexplained loss of prime. The deliveries resumed at (B)(6) 2017. A cartridge change was performed. The total daily dose (tdd¿s) added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The basal history found to be recording the programmed basal rates properly during testing. There were no errors, alarms, warnings or delivery interruptions occurred during the testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized for a low blood glucose (bg) of 40 mg/dl with unsteadiness when standing and walking associated with an alleged inaccurate delivery. The patient believed that the pump was not delivering properly causing a low blood glucose level. Reportedly, the patient remained on the pump, was treated by an healthcare provider and received intravenous (IV) fluids and food and/or drink as treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an alleged inaccurate delivery issue.